Event description:
Additional information received confirmed that both the leads had migrated.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device information.

Event description:
Related manufacturer reference number:1627487-2022-04873. It was reported the patient experienced lead migration. As such, surgical intervention took place on (B)(6) 2022 wherein the leads were explanted and replaced addressing the issue. Therapy was confirmed post op.

Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. The lead was received cut and incomplete with only the terminal end lead segment (15.25cm) and the stimulation end lead segment (38.50cm) being returned. The middle lead segment was missing. The lead was returned cut as a result of the explant procedure. Full functional test could not be performed due to being incomplete.